Manufacturer narrative:
No product was returned by the customer and the provided photo does not indicate the described event. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite pump infusion set was malfunctioning. The following information was received by the initial reporter with the following verbatim it was reported by the customer that the secondary set failing causing the secondary fluids to back up into the primary.